Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, olympus confirmed that foreign material adhered or clogged at the air/water cylinder, air/water channel, the area between the nozzle and plastic distal end cover/probe cover, and the glue in the bending section cover or distal sheath, but the specific type of material could not be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the scope-cover, switch box, biopsy channel and plastic distal end cover/probe cover. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material at the adhesive on the distal sheath, between the nozzle and the plastic distal end cover, the air water tube and the air water cylinder. There were no reports of patient involvement.